Manufacturer narrative:
The device was returned for analysis. Upon receipt, the pacemaker was interrogated and the memory content was analyzed. Intermittent loss of capture in the ventricle could be confirmed during inspection of iegm data. Furthermore, trend data show an unsteady bipolar ventricular lead impedance with measured values ranging between about 100ohm and 275ohm. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. No deviations were observed which might have led to the reported clinical event. The quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device was fully functional during analysis. The pacemaker proved to be fully capable to deliver appropriate anti-bradycardia therapy.

Event description:
Device was explanted due to loss of capture. Should additional information become available, this report will be updated.